Manufacturer narrative:
No button error alarm was received. The insulin pump was received with intermittent button response due to moisture damage on a keypad trace. There was no anomaly involving number ramping up on their own or scroll bar moving without input. No unexpected low battery occurred.the device was received with minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads, and a cracked reservoir tube lip.(b))(4)

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after numbers were continuously scrolling. Customer's blood glucose was not known. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.